Event description:
It was reported that the angio-seal was successfully deployed in the pt. Later, the pt was discharged. Within twenty four hours, the pt returned to the hospital complaining of numbness in the limb where the angio-seal was used. Vessel occlusion was confirmed. A percutaneous transluminal angioplasty (pta) was performed for revascularization of the common femoral artery.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.